Manufacturer narrative:
(B)(4). Investigation - no information regarding the event has been provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injuries. If additional information is received, the report will be re-opened for further investigation. There is not evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. The evaluation will be reassessed when further information is available.

Event description:
It is alleged that patient received a cook gunther tulip on or about (B)(6) 2008 at (B)(6) hospital; (B)(6). It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have not been provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that patient received a cook gunther tulip on or about (B)(6) 2008 at (B)(6) hospital; (B)(6). It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have not been provided. Patient outcome was not provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 06/20/21016 as follows: the plaintiff allegedly received a filter implant in 2008 (year only provided). The plaintiff alleges fracture.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, fracture'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.